Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a post-reset ram crc alarm from the insulin pump. The customer's blood glucose reading was 6 mmol/l. The customer stated that the pump told her to change the battery and she ended up getting a power error detected 25 numerous times until she removed the battery and stopped using the pump. The customer inserted a new battery to check history and received a post-reset ram crc error from the insulin pump. The customer stated that the pump error did not occur during the rewind process. The customer was advised to perform a normal bolus into the air. The customer stated that the bolus amount was recorded in the daily history. The customer stated that she also experienced an unexpected restart from the pump. The customer stated that the power loss alarm occurred numerous times. The customer was advised to monitor the pump. The customer will be sent a replacement pump.